Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve transthoracic echocardiogram (tte) revealed trace paravalvular leak (pvl) and angiography revealed mild to moderate pvl. Hemodynamics revealed a decrease in diastolic pressure. A balloon aortic valvuloplasty (bav) was performed with no change in pvl. A second bav was performed and a tte revealed moderate to severe pvl. Subsequently, a second valve was implanted valve-in-valve, following which a tte showed mild to moderate pvl. A bav was performed and angiography revealed trace to mild pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.